Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. By phone, the fse confirmed the issue with the customer. The fse discussed procedures and decontamination with the customer per the quick reference guide provided to the customer. The fse instructed the customer to probably decontaminate the wash and diluent lines. The customer completed decontamination and changed the diluent and wash filters, resolving the issue. The resolution was verified by running quality control (qc) within range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The ft3 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft3, the highest concentration of free triiodothyronine measurable is approximately 25.0 pg/ml, and the lowest measurable concentration is 0.5 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 25.0 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 25 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Heparin may cause in vivo effects in free t3 assays. Blood collection for free t3 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Specimens from patients under treatment with diclofenac sodium and mefenamic acid may demonstrate falsely elevated results. Patients with anti-t3 antibody may also show false results. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. The ft4 analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ft4, the highest concentration of free thyroxine measurable is approximately 8.0 ng/dl, and the lowest measurable concentration is 0.10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 9.0 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 8.0 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Circulating autoantibodies to t4 may interfere with the free thyroxine measurements. Hormone-binding inhibitors may interfere with the free t4 assay. Heparin may cause in vivo effects in free t4 assays. Blood collection for free t4 assays should not be performed concurrent with administration of heparin therapy. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. Drugs which affect the binding of t4 to the thyroid hormone carrier proteins or affect the metabolism of t4 to t3 may complicate the interpretation of free thyroxine results. In patients with severe non-thyroidal illness (nti) in whom the free t4 yields results indicating hypothyroidism, it is suggested that the aia-pack tsh 3rd-gen or st aia-pack tsh assay be run to confirm this diagnosis. The most probable cause of the reported event was due to contaminated filters in wash & diluent lines.

Event description:
The customer reported quality control (qc) level 1 out of insert range for free triiodothyronine (ft3) and free thyroxine (ft4) and failed 2025 chemistry core 3rd event american proficiency institute (api) for ft4 on the aia-900 analyzer. The customer made new quality control (qc) several times, new substrate and diluent, but qc was still low. Qc was in range after recalibrating, but started dropping as the week progressed. Running qc on a different lot of ft4 still yielded low results. A decontamination was performed, but the diluent was used without sitting for 24 hours. A technical support specialist advised the customer to make new wash and let it sit until the following day before running qc. The following day the ft4 level 1 qc was in range, but on the low end. Ft3 was still out of range for level 1 qc. The customer mentioned having issues with ft4 in the past and failing proficiency testing with high samples for ch-11, ch-12, ch-13 and ch-14. Tosoh quality lab passed all five proficiency samples for ft4. After their proficiency failure, the customer reviewed qc and noticed that it had shifted high after the last calibration. The customer has run four lots of ft4 in the last few months and noticed that qc fluctuates between being on the high side then shifting out low. No correlation between maintenance dates and qc shifts was identified. A field service engineer (fse) was dispatched. There was no indication of any patient intervention or adverse health consequences due to the reported event.